Event description:
Reporter stated "blacked out" at while driving and hit a tree where was in the hosp for 2.5 weeks after testing as normal on the blood glucose monitoring device in the morning. Reporter stated no value provided prior to the alleged incident but the hosp tested glucose to be 44 mg/dl. Reporter indicated no controls were used and test strips were expired. Reporter stated not making an allegation against the device however the value prior to customer passing out is not known (other than testing was as normal and last three values in memory were 141, 129, & 129 mg/dl) as well as food and medication was taken as normal the day of alleged incident. Reporter indicated the time and date were reportedly not set in the meter so customer is unable to obtain times of the last values in the meter. Reporter indicated being treated according to his readings in the hosp with insulin, exact readings and treatment not provided however dr changed his diabetes medication after being released from the hosp. A request was made for the return of the suspect device and replacement product was sent.